Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a glenoid lip repair of shoulder joint, the "2.3mm osteoraptor suture anchor" pulled out. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5¿. H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. An analysis of the customer provided image found an anchor with a used suture tied to it. A visual inspection found an anchor with a cut and tied suture. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a glenoid lip repair of shoulder joint, the "2.3mm osteoraptor suture anchor" pulled out. The procedure was successfully completed without significant delay using a back-up device into an additional bone hole. No further complications were reported.